Event description:
When placing the final insert, a small wire was noticed. Despite this, it was positioned on the tibial base, but it was not properly seated. In the end, it was decided to replace it due to the risk of loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Manufacturer narrative:
An event regarding damage involving a triathlon insert was reported. The event was confirmed. Method & results -product evaluation and results: visual inspection: inspection of the returned insert indicated the damage on the circumference of the insert. Poly debris observed consistent with several assembly attempts. Material analysis: material analysis for the device was not performed as this aspect was not in question. -clinician review: no medical records were received for review with clinical consultant. -product history review: review of the device history records indicate 23 devices were manufactured and accepted into final stock on 09 mar 2023 with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection: inspection of the returned insert indicated the damage on the circumference of the insert. Poly debris observed consistent with several assembly attempts. Material analysis: material analysis for the device was not performed as this aspect was not in question. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.